Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 10/29/2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid on 10/03/2025. The reported glucose values fall within the d zone of the parkes error grid on 10/06/2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On friday, (B)(6) 2025, the patient reported receiving low glucose readings from both the mobile app and the omnipod 5 system while in modified closed loop mode. The cgm indicated hypoglycemia, and a fingerstick showed a bg level of 60 mg/dl. At the time, the patient experienced symptoms including fatigue, irritability, and headaches. In response, the patient performed calibrations and consumed protein and carbohydrates. Although the readings temporarily increased, they subsequently dropped again, and this pattern continued throughout the weekend. By monday, (B)(6) 2025, the patient¿s condition had worsened. Her husband accompanied her to the hospital around 2:00 pm. Upon arrival, a fingerstick test showed a bg level over 500 mg/dl, and a blood test confirmed a bg level of 695 mg/dl. The patient reported vomiting at this time. Despite these elevated readings, both the mobile app and omnipod 5 continued to display a cgm reading of approximately 50 mg/dl. Hospital staff administered IV fluids, insulin, and hydrocortisone (route and dosage not available). The patient¿s g6 sensor was removed during treatment. As of the follow-up call on (B)(6) 2025, the patient remained hospitalized and was awaiting discharge instructions. During a subsequent call on (B)(6) 2025, the patient confirmed she had been discharged on (B)(6) 2025 at 3:00 pm. She reported feeling better, though still sore. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.